Event description:
An increased intraperitoneal volume (iipv) situation was identified in the event and therapy log of a homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 5. The programmed fill volume was 2000ml and the total drain volume was 3254ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected but not completed. Any results of evaluation will be provided in a follow-up emdr.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test / evaluation (rite) electrical tests performed by the product analysis lab (pal) but failed the rite functional tests due to reload the set (rls) 151 alarms. Review of the returned device logs revealed no previous occurrences of a rls 151 alarm. Review of the device logs revealed 2 additional difficulties of increased intraperitoneal volumes (iipvs). This is report 2 of 2. Review of the device's previous service record revealed no issues that may have contributed to the incidents of iipv or rls 151. Once made operational, the device passed all testing pertaining to temperature and volumetric accuracy. The device was found to meet functional specifications relative to the iipvs identified via device log review. The cause of the iipvs was determined to be: insufficient drain- one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).